Event description:
No harm to patient-patient was off ventilator being bagged and suctioned at time of incident. Ventilator's high pressure air hose became disconnected from the quick connect adaptor plugged in the wall. Ventilator was changed out so air hose could be replaced.